Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error, the alert persisted after a restart, and the device was replaced; the device remained usable but the user experienced trouble operating it, and the serial number was verified. Symptoms hyperglycemia reaching a high of 401 mg/dl. Outcomes included the user being able to continue diabetes therapy using alternative means and the device being replaced. Investigation included a review of the complaint details and user troubleshooting guidance. Investigation of this case revealed an alert consistent with an insulin delivery range fault with no evidence of user injury. It was concluded, based on previously established findings for similar reports, that the device experienced a malfunction related to insulin delivery range and a replacement was provided.